Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue with 2 infusion sets as the tubing detached from the connector on (B)(4) 2024. The sets tubing detached after being in use for 2 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).